Event description:
Needle broke off and embedded in customer's thigh. Customer was referred to a surgeon.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Device history review was conducted and no anomalies noted related to the defect. Quality will continue to monitor on monthly trend reports.